Event description:
Endoscopic linear cutter release button malfunctioned during an operative procedure and would not release the tissue. A second line of staples, utilizing another cutter, below the first line was required to ensure safe completion of the procedure and release of tissue by the first instrument. Ethicon rep notified.